Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00805.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician reported that the first ruby coil would not detach in the target vessel using the handle. It was also reported that there was no audible "click" sound when attempting to detach with the handle. The handle was therefore removed and another handle was used to detach the same ruby coil and complete the procedure. There was no report of an adverse effect to the patient.